Event description:
This incident involves an epidural catheter breaking off and being retained in the pt at mhh-tmc. A g3 p 0 patient for induction at 37 weeks. In 2008, anesthesia resident (with supervision of attending) attempted placement of epidural. During placement, patient moved with strong contraction and the needle and catheter became bent. The needle was removed, but the tip of the catheter was retained in the patient. There was no leakage of csf or blood. A 2nd attempt at epidural placement was successful and the vag delivery proceeded with no further complications. Patient is very concerned about retained tip of catheter and states that she is having back pain which she relates to the retained catheter tip.